Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the jaws were out of alignment on the maryland bipolar forceps instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .085 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage was likely due to mishandling/ misuse. Failure analysis investigation also found the instruments distal pulley had mechanical indentation and burr damage. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the distal pulley. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was approximately 0.508 in length and aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the scratch mark on the main tube with light material removal found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.